Event description:
During an ECMO procedure, approximately 150cc of air was seen in the tubing circuit. It was speculated that the air came from the negative pressure side of the circuit. The air was subsequently removed and the tubing circuit changed out. The patient was removed from ECMO for approximately 20 minutes during the change out and the ECMO procedure was then continued. The ECMO coordinator indicated that during an examination of the circuit, a cracked stopcock was found. It was indicated that the patient later expired due to other complications.

Manufacturer narrative:
According to the hospital risk manager representative, the device was inadvertently discarded by the hospital and, therefore, is not available for technical analysis of evaluation. The cause of the reported air could not be conclusively determined in that the product was discarded and not available for evaluation. A review of the manufacturing records revealed that the heart/lung pack was manufactured according to specifications. The actual location of the stopcock and cause of the crack could not be determined. It is therefore unknown if the cracked stopcock could have contributed to the air seen in the tubing circuit. Heart lung packs are designed and intended for surgical procedures lasting up to six hours and not for ECMO application.